Manufacturer narrative:
The device has been returned and evaluated by product analysis on 14-aug-2019 the following findings: during investigation there was moisture damage observed behind the display lens. Additionally, the battery compartment is cracked from threads to case seal along grip pad causing leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.